Event description:
It was reported the atrial lead impedance measurement gradually increased over time and eventually it was high. It was observed during a routine device change out procedure, the insulation on the lead was damaged. Due to the patient's age, the physician elected to repair the lead rather than replace it. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: ksr901j implantable pulse generator (ipg) (B)(6) 2006. (B)(4).